Manufacturer narrative:
Covidien reference:(B)(4). The facility's clinical engineering department replaced the power supply.

Event description:
Report received that during patient use, the ventilator shut down and went black. The patient was manually ventilated until another ventilator was applied. Patient outcome information was not provided by the customer.